Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for the reported issue of ¿while drawing blood, the plunger came out of barrel leading to blood spillage¿ with lot number 1074376 regarding item # 300852, so retention samples were used for the investigation. The DHR of material number 300852 and lot number 1074376 were checked for any quality notifications and no quality notifications were recorded on this lot. No retention samples showed plunger defect. The defect could not be confirmed. The investigating team has also reviewed all the documents on DHR for the plunger breakout force and found that the lot testing has passed the test and there was no defect found on the production lot. The investigation team tried to simulate the defect and found that this could not happen on the machine. The team would request for an original sample for the confirmation of the defect and for ruling out the probable root cause of defect. The complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that discarditii 5ml with 23x1 plunger came out and leaked blood. This occurred on 2 occasions. The following information was provided by the initial reporter: while drawing blood, the plunger came out of barrel leading to blood spillage.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that discarditii 5ml with 23x1 plunger came out and leaked blood. This occurred on 2 occasions. The following information was provided by the initial reporter: while drawing blood, the plunger came out of barrel leading to blood spillage.